Event description:
It was reported that during the implant procedure this right ventricular (rv) lead showed good intrinsic amplitude measurements at 17 millivolts (mv) initially. However, when suturing the lead, the measurement went to 2.5 mv. Boston scientific technical services (ts) discussed possible due to tissue interface, micro dislodgement, and possible lead tip motion. Furthermore, lead was repositioned without issue during the same procedure. No additional adverse patient effects were reported. Additional information indicated that the suspected cause of decrease in r wave was due to too much motion at the lead tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead showed good intrinsic amplitude measurements at 17 millivolts (mv) initially. However, when suturing the lead, the measurement went to 2.5 mv. Boston scientific technical services (ts) discussed possible due to tissue interface, micro dislodgement, and possible lead tip motion. Furthermore, lead was repositioned without issue during the same procedure. No additional adverse patient effects were reported.